Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient's capsule tore after the intraocular lens (iol) was implanted. The doctor enlarged the incision to remove the lens. The doctor performed an anterior vitrectomy and then implanted an anterior chamber lens and sutured the eye. The customer is not sure what caused the capsule to break. It was stated that the patient is doing fine. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. The iol was visually inspected. The surface of the lens showed fibers and loose particles which indicated that the lens was handled as reported. Based on the visual inspection, the reported patient code of capsule tear could not be verified. Capsule break in general can be considered to be a complication of the surgical procedure related to patient factors and surgery, rather than surgical device. A review of the manufacturing records for the intraocular lens were completed. A search revealed that this was the only investigation requested under the production order. The manufacturing process record was evaluated. The production order was manufactured june, 2014, and there were no non-conformances (ncrs), or discrepancies/deviations for similar issues found during the manufacturing record review. The product was manufactured and released according to specification. The lens met specification prior to release. Labeling review: the directions for use (dfu) was reviewed. The dfu states the lenses are intended to be placed in the capsular bag. Physicians should weigh the potential risk/benefit ratio for patients with recurrent severe anterior or posterior segment inflammation or uveitis and for those patients where diagnoses or treatment may be affected. Surgical difficulties, distorted eye due to previous trauma or developmental defect in which appropriate support of the iol is not possible. Circumstances that would result in damage to the endothelium or suspected microbial infection. Patients in whom neither the posterior capsule nor the zonules are intact enough to provide support for the iol. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.